Manufacturer narrative:
The customer returned their glidescope titanium lopro t4 and a glidescope avl/gvm monitor to verathon for evaluation. A verathon technical service representative evaluated the returned titanium lopro t4 and avl/gvm monitor and was unable to confirm the intermittent image issue. No visible damage to the blade, connector or lens was found nor was any visible damage found on the customer's avl/gvm monitor. The blade's video image showed good and stable. Both devices were extensively tested and no problems were found. The camera image quality test was performed on both devices and both passed. The glidescope titanium lopro t4 and a glidescope avl/gvm monitor were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t4, the image sometimes disappeared. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.